Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Additional information received noting that the patient reported their device going off constantly in november and went to the emergency department and they tried putting the magnet over the device to inhibit stimulation but it didn't work. The patient then went to their neurologist and that is when high impedance was observed and the device was disabled. Since the disablement the patient's seizures have gotten worse.

Event description:
The patient was seen in the emergency room due to experiencing a shocking sensation around their neck, head and arm region when the device was going off. It was then noted that the patient's device was checked and high impedance was found. The patient has been referred for surgery and their device was disabled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.